Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The sample was returned for evaluation. Self activation was identified during the evaluation. The investigation of failure to prime is pending. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model mc1410, biopsy instrument, alleged experienced failure to prime and self activation. This information was recieved from a single source. This malfunction involved a female patient with no consequences. The patient's age and weight were not provided.

Manufacturer narrative:
H10: the lot number was provided and a lot history review will be performed. The sample was returned for evaluation. The evaluation confirmed self activation, however, it is inconclusive for failure to prime. Based upon the available information, a definitive root cause is unknown.the device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model mc1410, biopsy instrument, alleged experienced failure to prime and self activation. This information was recieved from a single source. This malfunction involved a female patient with no consequences. The patient's age and weight were not provided.